Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose was 11 mmol/l at the time of incident. The customer reported that they were unable to clear the alarm and was unable to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with critical pump error and pump error confirmed in history file due to corroded motor home switch. Unit received corroded electronic assemblies and corroded battery tube. Unit received with cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.